Manufacturer narrative:
Preliminary risk assessment indicates: severity: 3 (critical) there has been no mistreatment or injury reported. The system works as specified. The physician has to adapt the plan and perform the mentioned corrections of the dose before the first irradiation is possible. Worst case: in case the physicist makes a severe mistake when manually adapting the mus it could potentially happen, that an incorrect dose is delivered for several fractions. This could potentially cause a serious injury. Probability: b (improbable) after changing the plan, a new approval of the plan is required. It is very likely, that a considerable deviation from the originally planned dose would be recognized and corrected before approval of the plan. The associated subsystem is the syngo rt therapist, material #: (B)(4). Software version 4.2.94. Serial#: (B)(4). No other products are affected.

Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. It has been reported by our customer that with the upgrade to mosaiq 2.0 and the corresponding rtt version 4.2, the customer started to use imrt technology at the artiste linear accelerator. The combination of rtt with artiste linac is not able to deal with irradiation treatments using decimals on virtual wedge and rotational treatment. Thus there is a potential safety risk to the pt (risk according to (B)(4)). Every time a rotational field or a field with virtual wedge is used, the user must correct the mu manually. In doing so it is possible even when there are multiple checks, that the mu is corrected incorrectly. This report was received into our designated complaint unit on (B)(4), 2011.